Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation, the entire hydrophilic tip was missing, there was damage to the distal tip and the tip of the metal core wire was exposed. No visible damage was noted to the packaging. The procedure was completed with a new zipwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of guidewire tip damage. The exact age of the patient is unknown however it was reported over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
The specimen device is extending 2.5 to 3.0 cm from the distal end of the dispenser assembly. There are indications of ductile and tensile overload of the polymer jacket material with simultaneous shear overload of the jacket to core wire mechanical bond, exposing the distal 0.75 cm of the metallic core wire. The specimen also presents a large radius bend over the distal 2.5 cm, consistent with tensile loading of the distal tip region. The detached polymer jacket material is missing and unaccounted for. The dispenser assembly does not present any residual indications of hydration when examined. After injecting the dispenser assembly with approximately 20 cc of room temperature blood-bank saline, the specimen was easily removed from the dispenser. The coating appears visually and tactilely consistent when examined. After drying out the appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent. The complaint is consistent with the return that the tip was missing exposing the tip of the metal core wire. It is most likely that the damage noted during product analysis occurred during shipping, unpacking or preparation of the device, therefore the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the reported lot number 010256239.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during preparation, the entire hydrophilic tip was missing, there was damage to the distal tip and the tip of the metal core wire was exposed. No visible damage was noted to the packaging. The procedure was completed with a new zipwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.